Event description:
It was reported that during the procedure in the right coronary artery, an attempt was made to advance a 2.5x15 rx xience v stent delivery system (sds); however, due to an acute bend, the device could not cross. A guide catheter extension was inserted and another unsuccessful aggressive attempt was made to advance the sds. The sds was removed with resistance. A 2.5x08 rx xience v sds was aggressively advanced but resistance was felt in the guide catheter extension. As the sds was being removed from the guide catheter extension with resistance, the stent dislodged inside the guide catheter extension. Fluoroscopy was performed and revealed that the 2.5x15 stent had dislodged inside the guide catheter extension and the 2.5x08 stent was inside the 2.5x15 stent. The sds was withdrawn from the anatomy and the guide catheter extension was removed with both stents inside. A new guide catheter extension was inserted followed by aggressive advancement and deployment of a non-abbott stent. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The 2.5 x 08 mm xience v stent is being filed under a separate manufacturer report number. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. It should be noted that the instructions for use (IFU) states: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed as the stent may be damaged when retracting the undeployed stent back into the guiding catheter. Additionally, the IFU states: applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components and/or vasculature. Based on the information reviewed, there is no indication of a product deficiency.